Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 110.6021. Technical support- 1. Replace keypad 2. Replace logic board 3. Return the module to the factory. Recommended replace front case/keypad. Doug will send unit in for flat fee repair. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 08nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 110.6021. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 error 110.6021. Technical support 1. Replace keypad 2. Replace logic board 3. Return the module to the factory. Recommended replace front case/keypad. Doug will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 08nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure. Based on the troubleshooting results, technical support determined the probable cause of the customer¿s reported issue. Technical support 1. Replace keypad 2. Replace logic board 3. Return the module to the factory. Recommended replace front case/keypad. Doug will send unit in for flat fee repair. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 110.6021. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of the failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 110.6021. The tech recommended replacing the front case keypad and the logic board. There was no patient involvement.